Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient encountered skin irritation to outer blue ring of pad discovered when it was removed post-operatively. The reaction was not present in the center of pad where gel adhesive was. The patient incurred a temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.